Manufacturer narrative:
Customer reported that a pyxis medstation es system experienced multiple drawer malfunctions. Customer reported that there was no patient or user harm. This event is recorded in complaint number (B)(4). A field service technician evaluated the device; drawers 3.1 and 3.2 were in a failed state and not visible in the system. The field service technician removed the drawers and discovered that a short circuit affected several components. The field service technician reported that the solenoid was blackened and melted in place and that the drawer's retractor band was burnt and frayed. The device has been returned to manufacturer (carefusion 303). Investigation pending: this report will be updated once the device is collected by the manufacturer and inspected..

Event description:
Customer reported that a pyxis medstation es system experienced multiple drawer malfunctions. Customer reported that there was no patient or user harm.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2020 to (B)(6) 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined by the field service engineer that a short has been occurred. He also found that the solenoid was blackened, and retractor band was burnt. The field service engineer replaced the solenoid and retractor and to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 3.1 and 3.2 was not detected on bus. There were no adverse events or injuries reported based on this incident.